Event description:
Employee used vanishpoint 25g x 5/8" syringe to draw up sterile water and reconstitute vaccination. Employee injected sterile water into vial and engaged the safety device (needle retracted). When she moved her thumb, the orange button and spring shot cut of the barrel of the syringe. No injury to staff. This is the third incident involving this style syringe in the past month.